Event description:
Our rep is reporting the tip of an expressew 1 needle broke and fell into the joint space. The rep is reporting the surgeon stated the tip of the needle hit the joint and broke off. The surgeon decided to leave the tip in the joint because it was too embedded in the tissue and retrieving, and would cause more damage to the patient. The procedure was concluded successfully without further incident or harm to the patient. Complaint device discarded at user facility.

Manufacturer narrative:
Nothing is being returned, which precludes conducting a physical failure analysis. Historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue, causing the distal portion of the needle to possibly fatigue and break off. Also, this is a single use device, and it was not established that the device was used only once, which could have led to this particular failure mode as well. In this particular case, the surgeon admittedly states that he had hit bone, and the needle tip broke off as a result. We attribute the failure of the device to technique, a user issue. At this point in time, no corrective or further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.